Event description:
Description of incident and treatment: no available wetpack for pt-drypack t220 primed with normal saline 300-400 ml initially by pct. Then prime dumped prior to pt connections, another 300 ml. Shortly after initiation pt complaining of feeling lousy, warm t96.6 bp 160/80. Ap 60 and regular. Bfr turned down to 200. Uf off, c/o nausea, vomited small amount undigested food. Dr rounding-assessed pt-benadryl 50 mg ivp adminstered at 12:35 pm with much relief. Pt reports feeling much better at 12:52pm. Continued to monitor through treatment without return of symptoms.